Event description:
A report was received stating the patient fell on his implant site causing the incision at the pocket site to open exposing the ipg. The patient's precision system was explanted. No infection was present at the time of explant, and the patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were not returned. This is the final report.